Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable conditions. It was reported that the footswitch failed, and the device had a functional issue with the bipolar port. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected unreported conditions: the low voltage power supply was out of specification and the output switching relay was defective. The most likely cause for these additional conditions is traced to a component failure. The issues were resolved by replacing the power supply and relay. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a pedal issue and bipolar malfunction. Bipolar pedal was activated autonomously. There was no patient injury.